Event description:
Customer reports that during procedure, the luer lock nut detached from the syringe tip under pressure.

Manufacturer narrative:
Mfg report: root cause identified: root cause has not been identified. Conclusions: the luer nut once is assembled should not detach from the barrel. Syringe was designed to keep the luer nut in position during the functional test. Corrective actions: CAPA (B) (4)was initiated to address the reported complaint.